Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed the device por'ed. The cause of the por's was due to a memory error. The exact cause of the memory error could not be determined because the condition cleared during analysis.